Event description:
It was reported that patient received a notifier for long charge time. However, during the clinic visit when the charge time was tested it was within normal limits.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the field experience of extended charge time was confirmed in the laboratory. The device was tested manually on the bench and using automated test equipment. The extended charge time was intermittent. The root cause of the extended charge time could not be determined.